Event description:
Complainant alleged that the device intermittently shut down and displayed a red "x". Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.